Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00908.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target location using a non-penumbra microcatheter. The physician then attempted to detach the smart coil using the handle; however, the handle caused the smart coil to be pulled back five millimeters into the tip of the microcatheter. The physician readjusted the smart coil and re-attempted to detach it, however the same retraction occurred again. The physician then was able to successfully detach the smart coil on the third attempt. The physician then attempted to insert a guidewire through the microcatheter, however felt resistance about 1 centimeter from the distal tip of the microcatheter. The devices were therefore removed together, and the procedure ended at this point. It was reported that the physician found yellow translucent material within the microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly. An unknown yellow material was returned with the smart coil. Conclusions: evaluation of the returned smart coil revealed that the pet lock was broken and the embolization coil was detached from its pusher assembly. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. These kinks were incidental to the reported issue and likely occurred from packaging the device for return to penumbra. The root cause of the reported detachment issue could not be determined. Evaluation of the returned handle revealed that the device was functional. The returned handle was functionally tested on the handle fixture for pull force and throw distance and performed within specification. No issue was found with this device and the root cause of the difficulty detaching could not be determined. The root cause of the yellow translucent material could not be determined. Penumbra smart coil does not contain a yellow material. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% inspected during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00908.